Manufacturer narrative:
There was no malfunction observed during the procedure. After discussion with the nurse, it was determined that the burn was caused by improper technique from the surgeon. It was also determined that this surgeon had not been formally trained by apyx medical but was a fellow at the office where the primary surgeon, dr. Behr, has been trained by apyx medical. There was no apyx medical device malfunction. If more information becomes available, a supplemental report will be filed as appropriate.

Event description:
An apyx medical clinical specliast reported on 21jan2023 that they received a report from berh laser and skin center indicating a patient experienced a burn after a surgical procedure performed on (B)(6) 2023 in which renuvion was also used as part of the overall surgical procedure. The apyx medical vice president of clinical affairs contacted the office on 11feb2023. The surgeon who performed the procedure would not discuss the matter. A registered nurse stated there was no device malfunction but that they believe renuvion may have caused or contributed to the patient's burn.